Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If the manual override was used, was the knife reverse button attempted? Did the jaws eventually open? Was any portion of the target tissue stapled or cut when the stapler locked? If yes, were the staple line and cut line approximately equal in length? What color cartridge was being used?

Event description:
It was reported that during a bariatric procedure, the stapler locked during stapling. The return process of the blade was made and withdrawn procedure and put the battery again but also had no effect. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The surgeon selected the manual mode for the device, opened it and removed it from tissue. If the manual override was used, was the knife reverse button attempted? Did the jaws eventually open? Yes.